Event description:
The surgeon requested a 31mm eea sizer for anastomosis of the descending colon to the rectum. The previously known stapler was an ethicon 31mm eea circular stapler. The replacement was the "premium plus ceea auto suture circular stapler." The stapler was new to the circulator, scrub, physician's assistant (pa), and surgeon. As packaged, the stapler came with a rigid clear plastic tab that needs to be removed prior to use. The plastic piece was removed by the scrub. The scrub voiced concerns of unfamiliarity with the stapler because she noticed a white foam/plastic c-shaped disc was stapled to the removable plastic insert. To note, the staples were not closed, the metal ends were sticking straight out of the disc. The white disc had two rows of staples imbedded in the plastic. The stapler was inserted by the surgeon into the rectum and fired to join the rectum and the descending colon. Immediately after being fired, the pa (in the abdominal field) noticed bleeding and stated something similar to the anastomosis not "looking right." Surgeon inspected the anvil with the two donuts of bowel and found that both rings were intact. After surgeon scrubbed back into the abdominal field, the surgical team noticed that the stapler cut the anastomotic donuts but did not fire any staples. The surgical team had to control bleeding before re-doing the entire anastomosis. The surgical team had to open a new contour stapler for the rectal end and re-do the purse string on the proximal end. The device malfunction lead to an extra 90 minutes of operative time, extra opened supplies, and exposed the patient to a potential infection risk by possible contamination of open bowel in the abdominal cavity.